Event description:
It was reported that diagnostic testing resulted in high lead impedance at a vns patient's routine office visit. The patient had been experiencing an increase in depression, not worse than prevns baseline, and no longer felt stimulation. There had been no patient manipulation or trauma reported that could have contributed to the increase in depression. The physician programmed the patient's vns off and had x-rays taken. X-rays were sent to the manufacturer for review. A review of the x-rays revealed that the lead pin is not fully inserted into the generator connector block. No obvious lead discontinuities were observed on the portions of the lead that could be assessed. Revision surgery is likely.

Manufacturer narrative:
H6: manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.